Event description:
During the fitting of a (B)(6) female patient, a patient service representative contacted zoll customer support to report several belt comm errors. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt comm error) was confirmed. Upon investigation, there was a disruption in communication between the monitor and belt. The cause of disruption in communication is damaged connections for the smd crystal oscillator component y402, which is necessary for communication between the monitor and belt. The root cause for the damaged crystal oscillator connections cannot be positively identified. No adverse event resulted from the defective y402 oscillator connections. The patient received a replacement monitor.